Event description:
Pt with renal failure with a a-v fistula underwent a venous thrombectomy. Upon removal of the catheter, the md experienced resistence, the catheter deflated and the catheter was removed. The balloon was missing. The md dissected the vein and remove it. Balloon was never found.